Manufacturer narrative:
(B)(4). The device history reviews for product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73d1600149 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The hook broke while providing traction to tissue next to the brain. There was no adverse outcome.